Manufacturer narrative:
Concomitant medical products: 4543 lead, implanted: (B)(6) 2007; 4471 lead, implanted: (B)(6) 2010; dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular coil and the superior vena cava (svc) coil of the right ventricular lead had high and undefined impedance and a fracture. The lead remains in use. No patient complications have been reported as a result of this event.